Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to an unspecified issue.

Event description:
New information received notes that the lead was capped due to the safety advisory situation.